Event description:
Report received of a pump not sounding an audible alarm while in clinical use. There is no tracking info in order to obtain specific pt or event details. It was reported the pump was programmed to deliver an unspecified medication for an unspecified length of time. At the end of the infusion, the nurse reported that the pump displayed that the infusion was complete but did not sound the expected audible alarm. There was no reported adverse pt effect. Though requested, no further info was available.